Manufacturer narrative:
Device evaluation summary: visual inspection showed evidence of damage to the impeller upper pivot. The reason for the return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during priming, of the affinity centrifugal pump it was noted that the impeller was not working well and it appeared to have come apart from the mechanism holding it together inside the pump, despite connecting to the drive unit without issue. The pump was cut out and replaced with another pump from a different circuit, which was used without any further issues. No patient complications have been reported as a result of this event. Medtronic received additional information that upon inspection, it appeared there was some damage at the top of the impeller, as if a piece had broken off. There was no flow issue observed.